Event description:
Patient reported for right side "one bag was broken", "extreme sharp jabbing pains in chest". Also reported "rheumatoid arthritis and severe joint pain" which is not related to the device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one bag was broken", "had extreme sharp jabbing pains in chest".